Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+2.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2021 due to the patient eperienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found haptic torn/broken. Unable to perform dimensional inspection due to damaged state of returned product. Claim# (B)(4).